Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent oblique lumbar interbody fusion (olif), posterior lumbar interbody fusion (plif) and percutaneous pedicle screw fixation (pps) at l3/4/5 due to lumbar degenerative kyphoscoliosis. Intra-operatively, the cage was broken. It happened when the surgeon was inserting the inserter to the cage during olif. The tip of the biopsy needle (manufactured by other medical device manufacturer) was deviated when the surgeon started performing the procedure of pps and dug deep, it caused the patient's blood pressure to drop. The surgeon removed the two screws that had been implanted already and performed suture. Additional surgery was performed by a cardiovascular surgeon. He found that there was a hole in the artery which was caused by the biopsy needle. The surgeon repaired the injured part of the vessel and closed the wound. There was a delay of more than 60 minutes in overall procedure time as a result of this event. There were no patient complications related to the cage breakage during plif.